Manufacturer narrative:
The product was received unexpectedly with an unknown issue. Inspection of the set sample observed a slight bulge along the silicone segment component. Further handling observed bulge area noted felt weaker as compared to the rest of the silicone segment. Further inspection noted no issues with its concentricity as well as no issues with its dimension specifications. Previous extensive failure investigation concluded that a bulge in tubing can occur when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port resulting in excessive pressure within the silicone segment. Clinical advice for an IV push medication or flush is to be executed below the pump and clamping the tubing above the injection port. Pressure testing observed that the silicone segment area directly below the upper fitment component started to bulge around 15psi. Further pressure was ceased as the set is rated to withstand pressure up to 30psi with no observed issues. The bulge is caused by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown.

Event description:
Product was received unexpectedly with an unknown issue.